Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort at ipg site after losing weight. On (B)(6) 2023, a replacement surgery took place to implant a smaller battery and resolve the pocket pain. No complication, therapy restored.

Manufacturer narrative:
A patient experienced discomfort at ipg site after losing weight was reported to abbott. As a result, a replacement surgery took place to implant a smaller battery and resolve the pocket pain. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.